Event description:
(B)(4). Side effects began almost immediately to present day. Constant bleeding, joint pain, severe pain in vagina and stomach shooting pain, nausea, pain during intercourse, memory problems, weakened immune system, skin problems itchy(rash), abdominal pain and pain in area where device is located never feel healed on inside. My insurance used (B)(6).